Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the event was not procedure or device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post procedure while the patient was ambulating they became weak and dizzy with a brief syncopal episode. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.